Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The caller has declined returning the device for evaluation. The caller did confirm that the failure of no audio has been isolated to the main pcb. Manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.